Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed slight deformation in both springs of the cas ligament tensor size 2-xf; consistent with repeated use. Additionally, the anterior surface was found severely scratched. The observed surface damage appears to be associated with unintended use error. Femoral cuts should not be performed while the ligament tensor is in place; the scratches are likely consistent with a saw blade coming into contact with the device during use. Although the exact surgical environment at the time of the complaint could not be re-created for testing purposes, the repeated use and unintended contact with the saw may have resulted in the material deformation of the spring, which could have led to a decrease in its tensile strength and a perceived loss of tension. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was as the observed condition of the cas ligament tensor size 2-xf would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to the condition (scratches) of the returned device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon states that the tensioner springs are loose due to aging and prolonged use. No patient involvement. No further information was provided.